Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a vitrectomy procedures there was complete cessation of the management of the infusion pressure. It is unknown if this patient experienced a choroidal detachment or start "expulsive primer". Completion of case is unknown. This is the second of two reports from this facility, additional information has been requested but not received.

Manufacturer narrative:
The operator¿s manual includes source pressure requirements (air or n2): the system is designed to operate using clean filtered air or gn2 with different levels of source pressure. The system operates automatically with pressures of 58 (4 bar) to 120 psi (8.3 bar). Notes: between 4 bar and 5 bar, vacuum performance is reduced. Between 4 bar and 5.5 bar, vfc inject performance is reduced. Choroidal detachment has been reported to be related to hypotony and intraocular pressure (iop) fluctuation. In a study that looked at risk factors and outcomes in suprachoroidal hemorrhage (sch) during pars plana vitrectomy (ppv), significant risk factors for the development of sch during ppv included high myopia history of retinal detachment (rd) surgery, rhegmatogenous retinal detachment (rd), use of cryotherapy, scleral buckling at the time of ppv, external drainage of the sub-retinal fluid, and intraoperative systemic hypertension. Other intraoperative factors that can influence the likelihood of choroidal hemorrhage leading to detachment may include sudden rise in blood pressure, a positive valsalva maneuver such as coughing, straining, and squeezing of the lids by the patient, a tight lid speculum causing pressure on the globe, or vitreous loss during surgery. Under normal conditions, intraocular pressure pushes choroidal blood into the vortex veins. However, when there is a sudden decrease in iop, the blood coming from the anterior and posterior ciliary arteries cannot pass through the veins, causing blood to accumulate in the suprachoroidal space. The physiologic 1 to 3 mmhg pressure difference between the suprachoroidal and intraocular areas usually keeps blood from accumulating in the suprachoroidal space. When the globe is open, however, the pressure difference between the two areas decreases sharply. This may cause the vessels to rupture, allowing blood to escape and allowing the choroid to separate from the scleral wall. Several risk factors such as elevated intraocular pressure (iop), glaucoma, low sclera rigidity, high myopia, generalized atherosclerosis, hypertension, peripheral vascular diseases, liver disease, age, and increased axial length have been identified as potential contributors. As stated in the operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the system was examined and the company representative unable to replicate any issue related to the reported events. The system was tested and found to meet product specifications. The system was manufactured on september 15, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
It was identified the value of product problem was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).